Event description:
Information was received from a manufacturer representative regarding a consumer receiving compounded baclofen [4000 mcg/ml] at a flex rate 2148 mcg/day via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. Motor stall occurred on (B)(6) 2017 @ 5:30 am with an 11:42 am recovery. Another stall on (B)(6) 2017 at 1:00 pm and a tube set message on (B)(6) 2017. The patient is due for a normal refill today and was at the appointment with the patient when the anomalies were discovered. The patient had been in and out of the hospital since (B)(6) 2017. The pump was turned to minimum rate in case a motor stall spontaneously re-occurs and patient was prescribed oral medication until the pump can be replaced. The pump will be sent back for interrogation. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.